Event description:
Functional testing of moog medical curling 4000 plus infusion pump revealed that the pumps were delivering lower than expected volumes. This problem was first noticed on 3 pumps, and subsequent testing revealed that the underinfusing problem existed across the hospital¿s fleet of 16 pumps. Using moog micro bore tubing- catalog number 340-4166-, pumps consistently deliver 7%-9% lower volume than expected. Pumps deliver accurate volumes when tested with the calibrated tubing test set. Moog has been unresponsive in working with biomed on this problem. The problem was first noticed on (B)(6) 2012. At that time, 2 pumps were being tested in biomed for accuracy. An electronic scale ¿acculab vic-212- was used to measure the volume infused. Both pumps delivering low alerted the biomedical tech to a potential problem. On (B)(6), the hospital¿s fleet of 16 pumps tested for volume accuracy and all delivered consistently low. In early (B)(6), after speaking with moog, more extensive testing was done by biomed. Pump serial number (B)(4) was calibrated per the technical/service manual- chapter 7, page 76. After calibration was complete, the MFR¿s recommended volumetric tests were done. The first test was for functional testing- service manual, chapter 8, page 82-, and also the test for checking pumps between patient service manual, chapt 4, page 48. Various lots of the administration sets, catalog number: 340-4166, were tested with the pump. Lot numbers: cf1217407, cf1217802, and cf1217406 were tested and all delivered consistently low. An epidural set delivered the correct volume.